Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus, and the evaluation results are as follows: the rear end of the returned distal cover was damaged. Since the actual product was damaged, the reported complaint could not be reproduced in combination with the scope. However, due to the damage, the attachment with the scope was inadequate. In addition, an unused device from the same lot (h2926) was also returned, so olympus conducted a reproduction confirmation using this unused item. Per the pre-use inspection procedure in section 9.3 of the instruction manual, it was confirmed that the distal cover would not come off the scope tip if it was properly attached to the scope. The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be identified, the distal cover likely came off the scope easily due to the following: chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes a correction to g2 and h4 from the initial medwatch. Also, an update has been made to d9 and h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h7 and h9 to include information that was inadvertently not included in the previous submissions.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the single use distal cover came off during a therapeutic endoscopic retrograde cholangiopancreatography procedure and was discovered in the patient¿s esophagus during the post-operative check. In addition, after the cover was collected, it was noticed that the part near the center was cracked. It was stated that it was not in the central part of the cover. There were no reports of patient impact. The related patient identifiers are as follows: (B)(6) maj-2315 single use distal cover (B)(6) tjf-q290v evis lucera elite duodenovideoscope this medical device report is for patient identifier (B)(6).